Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post replacement procedure, the left ventricular (lv) lead had dislodged. It was noted that during the pre-discharge check, the lv lead was unable to capture. A chest x-ray verified that the lead had moved back. Lead revision was done, and the lead remains in use. No patient complications have been reported as a result of this event.